Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for syncope. After admission, a backup battery fault alarm occurred and would not clear with a self-test. The system controller also seemed warmer than usual. During the self-test, the lights were dim and the audible sounds were distorted. A new back-up battery was installed and alarm continued despite the new battery. A system controller exchange was performed and alarms were remedied. Log files were sent for review. The event log file recorded a backup battery fault event at 13:15:14 on (B)(6) 2026. This event appeared to have occurred after the system controller attempted a load test. The syncope was identified to be due to dehydration and resolved by patient hydration.